Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with lower epigastric abdominal wall periumbilical incisional hernia with incarcerated omentum thereby underwent laparoscopic repair with the implant of composix kugel mesh. Per operative notes, ¿in lower epigastric area, incarcerated hernia was identified in which omentum was stuck up. The omentum was dissected. The hernial defect was repaired by placing composix kugel patch and secured with sutures.¿ (B)(6) 2017 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the removal of composix kugel mesh. Per operative notes, ¿the hernia and previous mesh were identified and dissected free. The mesh was removed intraperitoneally. Lysis of adhesions were done. A synthetic mesh was placed over the closed peritoneal in the created retro rectus space and secured with sutures.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, mesh shrinkage, nerve damage and pain.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 4 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions, migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2010) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4, (product catalog no, corporate lot no, UDI no), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."